Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 7070550/7071262.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. All device components were removed and will not be returned.